Manufacturer narrative:
Follow-up #2: date of submission 11/28/2016 device evaluation: the device was returned to animas and investigated by product analysis on 11/02/2016 with the following findings: review of the black box data and download history did not reveal any recorded event(s) related to the complaint. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
Follow up #1 submitted: 10/13/2016. Additional information obtained by animas customer support regarding this complaint revealed that the alleged history/settings issue where historical data was missing from the pump was the result of a confirmed training/misuse issue. It has been determined by animas customer support that there is no issue regarding a malfunction of the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; health care provider reported that the data of the pump were erased. Confirmed that the data were recorded in the history menu of the pump when contacted. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.